Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) and right atrial (ra) leads had pulled back/dislodged, and were exhibiting high thresholds. A revision was completed due to the left side now being occluded. The leads and device were removed and re-implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.